Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly and no physical damage is observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 3 (indicating normal termination). Sensor was reprogrammed and simvivo test performed. All results were within specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported receiving a ¿start a new sensor¿ error message on the adc device. The customer further reported that a high reading on the fingerstick test was obtained (unspecified) but no symptoms were reported. The customer had contact with a healthcare professional who obtained a laboratory result of 326 mg/dl and administered an insulin (type/dose unknown) injection for the diagnosis of hyperglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly and no physical damage is observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 3 (indicating normal termination). Sensor was reprogrammed and simvivo test performed. All results were within specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All results were within specification. No malfunction or product deficiency was identified. This serves as a correction report. Section h-10 was incorrectly documented in the previous initial report. Section h-10 included an incorrect serial number and has been updated.

Event description:
A customer reported receiving a ¿start a new sensor¿ error message on the adc device. The customer further reported that a high reading on the fingerstick test was obtained (unspecified) but no symptoms were reported. The customer had contact with a healthcare professional who obtained a laboratory result of 326 mg/dl and administered an insulin (type/dose unknown) injection for the diagnosis of hyperglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.